Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was unresponsive when the customer attempted to bolus. Customer later reported none of the buttons were responsive on the insulin pump. Customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent act button response due to corroded keypad traces. No bolus history alarm during testing. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.